Event description:
Pump stopped functioning in the middle of the night. Pt was in extreme pain resulting in multiple skilled nursing visits to control the pain. Batteries were new and the process was rechecked when the pump was returned to the pharmacy. It still failed.